Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The 510k # of this medwatch correspond to the device currently marketed for sale in the us. Concomitant products: guide wire: sion; guide catheter: launcher jl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous, heavily calcified proximal left anterior descending artery, a 4.0x15 nc tenku rx dilatation catheter was advanced to the target site with resistance due to the anatomy. The balloon was inflated and ruptured at 8 atmospheres during the first inflation. The device was exchanged for a 3.75x15 nc tenku rx dilatation catheter and the dilatation was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device. No additional information was provided.